Event description:
Received a call from end user friend (B)(6), stating that the hand pendant cord is frayed, (B)(6) is not aware of how it happened, and does not have a serial number to the bed. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.